Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the catheter demonstrated signs of use in the form of elevator marks along the shaft. The elevator marks measured approximately 34 mm from the tip. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The reported complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. No issues were observed with physical connectivity of the device. The device was fully articulated in all directions and no issues were identified with the image. Real-time x-ray was used to image the distal tip, including the tsvs, redistribution layer (rdl), and camera wires. No damage was observed to the camera wires at or inside of the camera housing/cap. In the handle, no damage was observed to the printed circuit board (pcb) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. No abnormalities were noted on the glue feature. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. The reported event was not confirmed. Product analysis was unable to replicate the failure or identify any issue that could have caused or contributed the reported event. Based on all gathered information, the probable cause selected for the visualization issue is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6), 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost and 3 dots appeared on screen. They tried to reconnect the spyscope ds ii but the issue was not resolved. The procedure was not completed due to this event. Reportedly, the patient was brought back for another procedure. In this follow up procedure the physician used a spyscope then did a hepaticogastrostomy to complete the procedure without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost and 3 dots appeared on screen. They tried to reconnect the spyscope ds ii but the issue was not resolved. The procedure was not completed due to this event. Reportedly, the patient was brought back for another procedure. In this follow up procedure the physician used a spyscope then did a hepaticogastrostomy to complete the procedure without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.